Event description:
The physician inserted a 3.0x13mm cypher select plus stent. When the physician injected contrast, it jetted out from the hub of the stent delivery system, as it was cracked. The device was removed and another cypher was used to successfully complete the procedure.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the us. However, it is similar to the us cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional info will be submitted upon 30 days of receipt.